Event description:
Complainant alleged that during a routine shift check by a clinician,when the paddles are attached to a defibrillator it caused the device to display a "release button" message. Complainant indicate that there was no pt involvement in the reported malfunction.